Manufacturer narrative:
Device evaluation: field service engineer was on site due to report of having issues loading packs and getting 160 low pressure error messages. Service did not observe the 160 error messages. Service did confirm the pack load issues and adjusted the pack load sensors and verified the pack was loading properly. Field service engineer reviewed the event log and found several 160 gfi pressure low error messages that occurred at the beginning of prime. Service was able to duplicate the reported problem by leaving the advanced infusion line disconnected when priming. Service was not able to duplicate the problem with the line connected properly. During the service found gas forced infusion issues. System meets manufacturers specifications. Manufacturing record review: a review of the device history record (DHR) showed: there were no discrepancies or non-conformance's experienced during manufacturing. The system and its components met all specifications prior to being released. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that customer was having issues loading packs and getting 160 low pressure error messages in the veritas console. This occurred at the beginning of prime, during the procedure. The doctor did not report any patient injuries. No further information provided.